Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer's report of "last week." All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, the customer initially reported receiving a "replace sensor" error message from the adc freestyle libre 2 sensor and ordered a replacement product. On (B)(6) 2021, the customer reported that due to a delivery issue with the replacement product, he was unable to monitor glucose. The customer experienced unspecified symptoms of hypoglycemia and was taken to the hospital where he was hospitalized and received an unspecified IV drip for treatment. The duration of hospitalization is unknown and no further information was provided. There was no report of death or permanent injury associated with this event.